Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it powered off unexpectedly. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it powering off unexpectedly was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was contamination on the control board; however, the source of the contamination was not determined.